Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the nurse reported to technical service engineer (tse) regarding an error 32056 occurred after system power on. Tse recommended to recover the error, but issue persisted. Tse recommended site to disable the universal surgical manipulator (usm) 4, after that, system self-test passed. The site decided to complete the procedure with 3 arms and asked how to setup structure manually. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the error 32056 from the ac_4c board of the universal surgical manipulator (usm) 4. After replacing the usm 4, system was tested and verified ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by failure analysis and the reported 32056 error was confirmed and replicated. In the logs, the 32056 error was followed by a 1123 error (p3=3) was found indicating searchlight fault on the pitch, confirming the fault occurred in the field. Upon visual inspection, found pitch searchlight printed circuit assembly (pca) to be loose on the searchlight single axis (slsa) pca bracket that would be related to the reported event. The usm was installed onto a golden system where 32056 error was triggered indicating fault. The unit was then installed onto a fixture test platform (pftp) where adaptive gain control (agc) current was found to be failing on the pitch searchlight with 1123 error p3=3. During testing, the pitch searchlight pca was aba tested and was verified to be the source of the fault. The root cause was attributed to the failure of the pitch searchlight assembly.

Event description:
Refer to h11 for follow-up information.